Event description:
Customer notified quality systems of an additonal "blood leak" with first use. Three other leaks were previously reported with the same lot. Awaiting further information from complainant regarding patient details. Leaks were reported as internal and detected in the dialysate with the blood leak alarm. This patient event involved discard of the extrcorporeal circuit due to the leak, ebl 170 ml, without adverse effect to the patient. The actual dialyzer was saved for evaluation. Instructions for disinfection/cleaning given. MDR filed due to volume of blood loss reported.